Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit passed the dat test at 0.08888 inches. Pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 12 mg/dl at the hospital, and 305 m/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as loss of feeling in the legs. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed. The customer went up to 387 to 570 mg/dl the night before the low incident and customer usually has diabetic ketoacidosis at around 350 mg/dl. The customer treated the high with manual injections. The customer reported their pump screen is scratched and hard to read. The customer thinks their meter is malfunctioning and giving inaccurate readings. The insulin pump will be returned for analysis.